Event description:
It was reported that this right atrial was an attempted implant due to an unknown product performance issue. This lead was removed prior to pocket closure and successfully replaced. No adverse patient effects were reported.

Event description:
It was reported that this right atrial was an attempted implant due to an unknown product performance issue. This lead was removed prior to pocket closure and successfully replaced. No adverse patient effects were reported. Additional information was received detailing that this was an attempted implant on the left bundle area. The reason for the attempted implant was due to unspecified unsatisfactory results.